Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was jammed. A field service engineer (fse) found that customer logged in to the station and recovered the cubie pocket. The medication inside had been overfilled and was stuck. After removing some medication, the customer inventoried the pocket several times, and all tests were successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and would not open. The customer noted that when they scanned medications to add to the system, all items were pended and subsequently addressed, and they also confirmed that no error message was displayed the drawer simply would not open and was not functioning. The customer attempted troubleshooting by rescan the medication and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted.the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.